Event description:
It was reported while using ten (10) unspecified bd vacutainer® tube, the customer noticed blood leakage at the end of the blood collection tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported while using ten (10) vacutainer safety-lok, the customer noticed blood leakage at the end of the blood collection tubes. No adverse impact was reported regarding the patient or user. D.1 medical device brand name: vacutainer safety-lok. D.4. Medical device catalog # 367287. D4. Medical device lot #: 24g03a2. D4. Medical device expiration date: 30-jun-2026. H4. Device manufacture date: 27-aug-2024. D.4 UDI#: ((B)(4). Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and nothing abnormal was found from the rubber sleeves. Also, functional testing was conducted on 8 retained samples using bd tubes and nothing abnormal was observed as no rubber sleeve retracting defects or side-piercing defects occurred during the test, all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using ten (10) vacutainer safety-lok, the customer noticed blood leakage at the end of the blood collection tubes. No adverse impact was reported regarding the patient or user.